Manufacturer narrative:
Simonetti, b. G., hulliger, j., mathier, e., jung, s., fischer, u., sarikaya, h., . . . Arnold, m. (2017). Iatrogenic vessel dissection in endovascular treatment of acute ischemic stroke. Clinical neuroradiology. Http://dx.doi.org/10.1007/s00062-017-0639-z the solitaire device has not been returned for evaluation; product analysis cannot be performed. Based on the provided information, there does not appear to have been any defect of the solitaire during use. Per the article authors, the time and reason for iatrogenic vessel dissection could not be established. In addition, it cannot be determined whether the dissection contributed to the patient's death. Mdrs related to this article: 2029214-2017-01320, 2029214-2017-01321. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic literature review found a report of dissection during solitaire mechanical thrombectomy and subsequently death. The purpose of this article was to determine the frequency, clinical aspects, and morphology of iatrogenic dissection in endovascular acute ischemic stroke (ais) treatment and to identify predictors of this complication. The authors identified 18 ais patients who experienced ID during endovascular procedure; mean age was 64 years and 8 patients were female. Four of the 18 patients underwent endovascular procedure by solitaire mechanical thrombectomy. The article defines an iatrogenic dissection as the presence of any of the following signs on dsa: intimal flap, fusiform or irregular aneurysmal dilation at a non-bifurcation site, double lumen, or a string-and-bead sign, or if signs of a wall hematoma were present on fat-saturated t1-weight magnetic resonance imaging (MRI). Patient 15 ((B)(6)) underwent solitaire mechanical thrombectomy of a left m1 mca occlusion. The patient experienced dissection of the left ica. The patient did not undergo any intervention due to the dissection. The article states that as of the three-month follow-up, the patient had died. The article notes that of the 18 ais patients, six patients (including patient 15) had died as of the 3-month follow-up: four deaths were a result of the ais and two deaths were from ais complications possibly related to the iatrogenic dissection. The article did not state whether patient 15 died due to ais or iatrogenic dissection. The authors note being unable to establish the exact time and reason for the dissection in any of the patients.